Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tubing was a whitish color and that there was liquid inside of the tubing. The remaining components were visually inspected and no defects or anomalies were observed. Functional testing was performed and 5cc of water was added to the returned nebulizer unit and the returned tubing was connected to an air flowmeter and the pressure was increased to 8lpm. Functional testing indicated that mist was produced from the chamber of the nebulizer. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges "the pediatric ward confirmed that the nebumist is not steaming." Alleged defect reported as detected prior to patient use during inspection/functional testing. No report of patient injury or consequence.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation, and determine the source of the alleged defect reported, it is necessary to evaluate the device sample involved on this complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "the pediatric ward confirmed that the nebumist is not steaming." Alleged defect reported as detected prior to patient use during inspection/ functional testing. No report of patient injury or consequence.